Event description:
It was reported that syringe 1ml 29ga 12.7mm blister 200bx had the incorrect label information. The following information was provided by the initial reporter: "¿hi, we received below comment on this submission. For bd micro-fine¿ + the outer labels for all models shows ultra-fine¿.¿

Manufacturer narrative:
H.6. Investigation summary: customer returned photos of drawings of bd product packaging. Customer states that for bd micro-fine¿ + the outer labels and for all models shows ultra-fine¿. This issue was investigated under situation analysis bddc-20-3844-sa. As per the situation analysis, the branding on the shipper box was modified to ultra-fine+ instead of micro-fine+ on revision 7 of the drawing, via ecr/o 500000142032. This change was effective on 27 september 2019. The manufactured products since this date have been packed with the wrong branding. No other level of packaging were affected/modified. Associated CAPA 474644 was also initiated for this issue and found the following potential root causes: 1. No graphics quality procedures. 2. No redline files provided. 3. No verification tools to confirm accuracy of graphic updates. 4. Labeling review procedure, cp50086, needs clarification on what needs to be checked when updating graphics. Proposed corrections for this issue include the following: correction to impacted sku¿s packaging drawing, as applicable, to align with branding requirements will be addressed via acr dc-2020-0066 unable to perform DHR check for label information incorrect due to unknown lot number.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml 29ga 12.7mm blister 200bx had the incorrect label information. The following information was provided by the initial reporter: "¿hi, we received below comment on this submission. For bd micro-fine¿ + the outer labels for all models shows ultra-fine¿¿.